Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that a por was performed and the issue was resolved.

Event description:
It was reported that the patient was implanted on oct-6th with impedances within range. No complication from the surgery was reported and patient is doing well. However, a telemetry failure (code: 130f8508) has been observed during post-implant therapy monitoring. The implantable neurostimulator (ins) can be interrogated normally and impedances can be read subsequently, but the device exhibits this telemetry failure when attempting to read impedances during the initial interrogation and when attempting to measure therapy impedances. There were no environmental, external, or patient-related factors that could have caused or contributed to the problem. They tried reading the ins with different clinician programmers (and on different occasions) with the same result. When the manufacturer representative (rep) tried troubleshooting, they first queried the ins as usual, measuring impedances with the window that appears after communication, and the telemetry failure message appeared. After this, the rep queried the ins and skipped the impedance measurement resulting in no telemetry problem. The rep was able to modify the setup, stimulation, and multiple options in the main menu. Following this, the rep tried tomeasure leads impedances and all impedances were within range. Finally, the rep tried to measure therapy impedances and the telemetry failure reappeared. So it was discovered that the telemetry failure problem appears every time an attempt is made to measure therapy impedances. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the neurologist tried to interrogate the ins today with the same failure. The patient's condition was not improving as it should and stimulation amplitude could not be increased because impedances could not be measured. It was reviewed that the session report show no abnormalities in impedance values and there was no indication of an integrity issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was doing well. A telemetry failure (code: 130f8508) has been observed during post-implant therapy monitoring. The neurostimulator can be interrogated normally, and impedances can even be read subsequently, but the device exhibits this telemetry failure when attempting to read impedances during the initial interrogation and when attempting to measure therapy impedances. The doctors called because a telemetry failure appeared when trying to measure the impedances of a neurostimulator. They tried reading it with different clinician programmers (and on different occasions) with the same result. Therefore, the manufacturer representative (rep) went immediately to the clinic to try to solve the problem. First, queried the ins as usual, measuring impedances with the window that appears after communication, and the previously mentioned telemetry failure appeared. After this, the rep queried the ins and skipped the impedance measurement; no telemetry problem appeared, and the rep was able to modify the setup, stimulation, and multiple options in the main menu. Following this, the rep tried to measure leads impedances, and all impedances were within range. Finally, the rep tried to measure therapy impedances, and the telemetry failure reappeared. So it was discover that the telemetry failure problem appears every time an attempt is made to measure therapy impedances.

Manufacturer narrative:
Aware date of the event is 2025-nov-13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient did not have another ins prior to this implant. They have sensight leads. The ins had never been interrogated with the n'vision clinician programmer, only the clinician tablets (version f and e). Additional information was received reporting that the cause was not determined. The patient has not suffered any falls or anything that could indicate a malfunction of the system. They tried to interrogate the ins again with a clinician tablet (version f) last on dec-10th but the same failure appeared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that they would be performing a por next week and will see if that resolves the issue.